Event description:
It was reported that the iab was inserted during surgery in 2004. The next day, the pump began experiencing alarms. Since a balloon rupture was suspected, the iab was removed and replaced. There were no associated pt complications.